Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a troubleshooting session to distinguish pacemaker mediated tachycardia (pmt) from interrmitent fast atrial rate with heart block, a message was received stating that atrial lead could not be verified in bipolar mode. The lead function was reported as stable, but with differing values for bipolar and unipolar impedances. The technical consultant stated that it was likely pmt due to long a-v delays with search av, and that potential variable impedance measurements may be due to a loose setscrew. Search av feature was turned off and fixed intervals were programmed, and the tachycardia stopped. Fluoroscopy revealed that the lead was inserted past the header correctly. Later, capture management could not be run on the atrial lead. The device remains in use. No patient complications have been reported as a result of this event.